Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were used. The closure device was successfully implanted in the laa of the patient. There were no patient complications that occurred. Prior to discharge the next morning the patient had a coughing fit. The physician checked the placement of the device on echocardiogram. The images showed that the device had embolized out of the appendage and was located in the mitral valve. The patient was taken to surgery to remove the device and they planned to ligate the appendage. The surgery was successful.